Event description:
Note: this report pertains to the first of two reported malfunction, which occurred during the same procedure. Refer to associated MFR report #3005099803-2008-05231 for details regarding the second device. It was reported to boston scientific corporation on september 12, 2008, that an rx ercp cannula tapered tip device was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed in 2008. According to the complainant, contrast was leaking out of the distal end of the catheter. The cannula was removed and replaced with another rx ercp cannula tapered tip device.

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.